Manufacturer narrative:
Follow-up received on 18-may-2015: essure health care provider perforation questionnaire was received. Information received from physician states that a non-pregnant (B)(6) female patient who is gravida 0, has no previous gynecological interventions, problems or procedures (medical history/ concurrent conditions: unreadable); had essure inserted on (B)(6) 2015. According to health care professional, general anesthesia was applied during procedure. Visualization of tubal ostium was easy. The insertion was resisted and then passed over easily. There was no fluid loss more than 1500cc during hysteroscopy and procedure took more than 20 minutes. No imaging tests were performed to confirm essure placement and no hysterosalpingogram was done. Physician also informed that no organ or intra-abdominal structure was perforated and states that perforation occurred before device deployment. It did not occur during sounding, cervical dilatation or hysteroscopy neither with coil after deployment. Essure device was removed. Removal method: laparoscopy. Regarding location of device, it was at fundus just adjacent to ostium. Patient has recovered from removal procedure. No related diagnostic tests were performed and no hysterectomy or salpingectomy was necessary. There were no pathology results. Additionally, health care professional reported that patient's condition was not caused by essure, neither essure devices contributed to the issue. Company causality comment: this spontaneous, medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and when physician inserted left essure insert, perforation occurred. A laparoscopy was performed and the insert was found at fundus just adjacent to ostia and it was removed. The patient recovered from removal procedure. This event, interpreted as uterine perforation, is serious due to medical significance and listed in the reference safety information for essure. Uterine perforation may occur with any trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine perforation with essure may occur, most often during insertion. In this particular case, the insertion was resisted and then passed over easily. Perforation occurred when physician inserted the left device. Since perforation occurred during the insertion procedure a causal relationship with essure cannot be excluded. This case was regarded as incident due to the reported surgical intervention (laparoscopy and removal of left insert). The product technical analysis concluded unconfirmed quality defect and that there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in united states on (B)(6) 2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 for contraception (lot number not provided). Physician reported that on (B)(6) 2015 inserted the left essure insert and perforation occurred. On the same day, (B)(6) 2015, laparoscopically removed left insert at that time. Essure use continued. No additional information was provided. Ptc investigation result was received on (B)(4) 2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous, medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and when physician inserted left essure insert, perforation occurred. Left insert was laparoscopically removed. This event, interpreted as uterine perforation, is serious due to medical significance and listed in the reference safety information for essure. Uterine perforation may occur with any trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine perforation with essure may occur, most often during insertion. In this particular case, the perforation occurred when physician inserted the left device. Therefore, since perforation occurred during the insertion procedure a causal relationship with essure cannot be excluded. This case was regarded as incident due to the reported surgical intervention (laparoscopy and removal of left insert). The product technical analysis concluded unconfirmed quality defect and that there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information has been requested.